Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 10-100 colony forming units (cfus) of escherichia coli microorganisms and greater than 10 colony forming units (cfus) of pseudomonas ruginosa on (B)(6) 2024. On (B)(6) 2024 the scope testing showed less than 10 colony forming units (cfus) of escherichia coli microorganisms. On (B)(6) 2024 the scope testing showed less than 10 colony forming units (cfus) of coliform microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: h2, h4, h6, h11. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2024. Sampling from:a/w-channel, suction, biopsy channel. Bacterial identification:10-100cfu escherichia coli, <10cu pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: unknown. Bacterial identification: <10 cfu escherichia coli. Sampling date: (B)(6) 2024. Sampling from:a/w-channel, suction, biopsy channel, elevator channel. Bacterial identification:<10 coliform. The device was not returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the device was not sent back for evaluation. The root cause could not be identified. Based on the results of the investigation, based on the information from the customer hygiene microbiological investigation (hmi ) the case can only be partially assessed. The customer hmi findings raising concern for potential lapses in manual cleaning and water quality. Without the cleaning, disinfection and sterilization (cds) information from the customer, the investigation was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.